Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient experienced high blood glucose level which was over 500 mg/dl which was due to a kinked cannula and they tried to treat with a correction bolus. Consequently, on (B)(6) 2021 at 9:00 am, she was admitted to the hospital and during hospitalization, she was administered kalium infusion. Further, she had ketones which her health care professional assessed as dangerous/ life threatening. Currently, the patient was still in the hospital (on the day of this report). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.